Event description:
I had radiesse injected under skin in the orbital area and it produced a pronounced swelling that will not subside completely. It has also stretched out the skin in this area and is very unsightly. Originally, I went in to just have my marionette lines around my mouth filled in. While I was sitting in the chair, the doctor brought up the idea that I had a sunken area under my eyes that would look much better filled in. I had never even noticed any issue before. She starting injecting it before I really had time to consider it. I stopped her after she injected 3/4 of a syringe under my eye, because I said I only bought 2 syringes and just wanted to address what I came in for, which was the marionette lines around my mouth. Thank goodness she only did the one eye, because it ended up swelling horribly! The under eye area swelled up to a size of a wet teabag under my right eye. After I went home, I sat up in bed and put cold compresses and ice on the area for 2 weeks, but it would not go down. Well, it's been over 2 years and I am still dealing with this deformity on my face. It's like a big wet teabag on my face and it makes me look much older. Thank god, I didn't do both eyes. Now, I do some research and see it is "not recommended for under the eye area." Well, why did she do it? Don't doctors have to abide by the recommended course for use? She had me sign something leaving her not responsible for any discomfort or reaction I may have, so she has her money and she is in the clear. This product, radiesse, is considered a "medical device" and not a "filler". There are many, many, people who have had adverse reactions. Check the website, (B)(6), and put in: (B)(6) you will find comments from hundreds of people with adverse reactions. I called the manufacturer, bioform, and they agreed it was not recommended for under the orbital area, but that I would have to take it up with my doctor, because it was the doctor's responsibility, not theirs, as to how the doctor injects their product. Wow. Everyone needs to make money regardless of the results, I see. The doctor should have brought to my attention that this could be a permanent disfiguring. This is not an "allergic reaction" to a simple filler, radiesse is a calcified bone material used as a medical device that was injected under my skin. After a month of extreme swelling, I asked for some help and the dr. Gave me a prescription for prednisone, that I also got to pay for, to help lower the swelling, which did not help at all. After 2 years, I can say the swelling has gone down about half the size, but I still have a tablespoon size red patch under my eye that's really hard to cover up. This product must be banned from being injecting under the eye or orbital area. I am upset that the doctor will no longer answer my calls. She has not followed up to see if the swelling has gone away, and she continues to use the product radiesse on other people in the orbital area. What's to stop her? She's making money and it's approved for her to use it as she wishes. This must be stopped.